Event description:
Pt was under the MRI examination while wearing 3m monitoring electrodes 2670. After removing the electrodes, it was observed that the pt's skin was burned under the electrodes. The skin tissue looked pale and possible third degree burn.

Manufacturer narrative:
Pt was under the MRI examnation while wearing 3m monitoring electrodes. In the product insert, the following warning is provided. Warning: the devices have not been tested for pt use during magnetic resonance imaging (MRI) procedures. The use of conductive patient-connected devices and pt lead wires/electrodes in MRI procedures may result in serious pt burns. If a physician orders the device to be used during MRI procedures, the user should not allow loops in pt lead wires or allow the lead wires to come into contact with the pt's skin.